Event description:
A malfunction alarm identified as malfunction 16-0x20e6 was reported. There was no reported impact on the customer's blood glucose level, as the customer declined to provide information on whether levels exceeded 500 mg/dl. The customer had already reset the pump within the last 24 hours, and technical support confirmed that the pump, which was still under warranty, needed replacement. The customer was informed of the replacement and instructed to return the malfunctioning pump within 10 days, and a replacement pump was sent to ensure continued insulin delivery, though the customer did not share details on backup therapy.